Event description:
It was reported that a user experienced a pairing issue with an fsl3+ sensor that continued to show pairing after the expected warmup period, which was resolved by rescanning the sensor to initiate a new warmup countdown. Symptoms included no glucose readings available during the initial pairing attempt. Outcomes included no alerts or alarms and no need for medical care. Investigation included customer support troubleshooting and user education, which led to successful reinitiation of the sensor warmup and instructions to monitor for glucose readings after completion. Investigation of this case revealed that the issue was a temporary sensor pairing failure that resolved with standard troubleshooting and did not recur during the call. It was concluded, based on previously established findings for similar reports, that the cause was user-interface interaction or transient connectivity behavior that resolved with rescanning.